Event description:
It was reported that after eating ice cream with custard and without a meal announcement, the user experienced a rapid glucose rise followed by automated overcorrections that led to an urgent low soon alert; the user briefly panicked and treated with lemonade and a sip of apple juice, then a fingerstick measured 101 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface insofar as it pertains to normal device-user interaction for meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.